Event description:
Customer reportedly obtained a result of approximately 240 mg/dl while the doctorâ¿¿s device read 116 mg/dl. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.